Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2019 through march 31, 2019. (B)(4). Total number of events ¿ 16. Artisyn y-shaped mesh - 1. Gynecare gynemesh ps - 15.

Event description:
It was reported by an attorney that the patient underwent an abdominal hysterectomy and sacrocolpopexy on (B)(6) 2016 and the mesh was implanted. It was reported that the patient experienced abdominal, groin and pelvic pain. It was also reported that she experienced erosion into her vagina and underwent a surgical procedure to excise the mesh on (B)(6) 2018. No additional information is available.